Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6)2026, it was reported the patient's mother took a bg fingerstick and it read 500 mg/dl while the cgm was showing 40 or 50 mg/dl. There were no alerts at the time of the event. On (B)(6)2026, the patient went to the emergency room (ER) with symptoms of dka, vomiting, and loss of conscious. The patient is currently getting better and is getting treated with IV dextrose. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On 01/26/2026, per the attached beta bionics event report documentation, it was reported that the patient was using a beta bionics ilet insulin pump at the time of the event. The patient¿s mother performed a fingerstick blood glucose (fsbg) test, which measured approximately 500 mg/dl, while the cgm displayed readings of 40¿50 mg/dl. No alerts were reported at the time of the event. Later that day, the patient presented to the pediatrics hospital with symptoms consistent with diabetic ketoacidosis (dka), including vomiting and loss of consciousness. The patient was admitted for inpatient treatment of dka. The ilet pump was removed, with plans to resume use following discharge. At the time of reporting, the patient was receiving intravenous dextrose therapy and was noted to be improving; however, a discharge date had not been reported. No other details were provided. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 additional information/correction. H6 health effect impact code - additional. H6 health effect clinical code - correction. H11 additional narrative - correction. Diabetes mellitus is a known cause of loss of consciousness.